Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the startup had failed, stopping at 00:00. Upon troubleshooting, it was found that the flexvision pc failed to boot up, and that reinstalling the flexvision pc software test failed, indicating that the flexvision pc failure was the cause of the issue. The defective flexvision pc was returned to philips for further analysis. The analysis confirmed that the malfunction of the flexvision pc and identified power supply unit (psu) has no power. To resolve the reported issue, the fse replaced the flexvision pc, and after functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.